Event description:
It was reported that during direct stenting in the moderately tortuous, heavily calcified renal artery, slight force was applied to the 5.0x15 rx herculink elite stent delivery system during advancement. During deployment of the stent, approximately 40 percent of the stent was deployed when resistance was felt and the balloon became difficult to inflate (reached 7 atmospheres). The stent dislodged in the aorta. No intervention was performed to retrieve the dislodged stent. An unspecified balloon was used to pre-dilate the lesion and another 5.0x15 herculink elite stent was successfully deployed at the target lesion. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the herculink elite peripheral stent system instructions for use (IFU) states: pre-dilate the lesion or stricture with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion or stricture. It was reported slight force was applied during advancement of the sds. The IFU states: should unusual resistance be felt at any time during either lesion or duct access, or during removal of an undeployed stent, the stent system, wire, and guiding catheter should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the reviewed information, no product deficiency was identified.